Manufacturer narrative:
The device was received for evaluation. The homechoice pro device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Internal and external inspection was performed, and no issues were noted. All connections appear correct and secure. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. No device failure or malfunction was identified that could have caused or contributed to the reported event. A short-simulated therapy was performed and the therapy was completed with no issues noted. The event history log review showed on the day of the reported event, the last fill amount was set to 200mls and the initial drain alarm was set to 60mls. The initial drain cycle removed 226mls from the patient. The device completed the first fill phase with a patient volume at 2299mls. The device went into first dwell and the therapy was stopped. No device failure or malfunction was identified that could have caused or contributed to the reported event. The homechoice and homechoice pro apd systems patient at-home guide warns that ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation.¿a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced feeling overfilled and shortness of breath during dwell one of four. The patient was connected to the homechoice pro device at the time of the events. The caregiver (cg) disconnected the patient from the device. Renal therapy services (rts) assisted the patient to manually drain the patient. The cg reported they did not know how much the patient drained; however, draining relieved the symptoms. Rts gave instructions to remove the set from the previous night and turn the device off and remove pro card. The initial drain volume was 227ml, last fill volume was 0ml, total fill volume was 2299 ml, total drain volume was 0 ml. Rts initiated a swap of the device and continuous ambulatory peritoneal dialysis as discussed. There was no report of medical intervention associated with this event. No additional information is available.